Event description:
While in use, metal slivers came off the device which could not be detected at the time of the procedure. The first incident occurred on 12/22/94. At first the rptr thought there was artifact in the specimen. After the second procedure, which occurred on 12/28/94, the slivers were seen on a post-biopsy mammogram. On inspection of the second device, the rptr noted fragmentation of the device.